Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use, this 840 ventilator alarmed as ventilator inoperative and ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
Device evaluation summary: the service personnel (sp) checked the ventilator and replaced the bd (breath delivery) ii cpu (central processing unit) pcb (printed circuit board). The ventilator passed all testing per manufacturer's specification and was returned to the customer. The likely cause of the event was isolated in the field to a potential fault in component bd ii cpu pcb. The event will be included in trending and monitoring.